Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Warnings and cautions. Caution: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a deep cut on the pink rubber probe, the bending section rubber had a hole, the image had over 15 broken elements, the scope connector had corrosion, the ultrasound cord had an obstruction, the ultrasound connector had a small air leak, and the control knob had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had an air/water leak. Inspection and testing of the returned device found a deep cut on the pink rubber probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.